Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5153330.

Event description:
Voluntary medwatch received states that the right ventricular lead exhibited lead failure. There were no patient consequences. No additional information was reported.